Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device was only partially reprocessed, as it was found blocked with air water nozzle / channel, which could not be removed on-site, so they sent the product to olympus. The customer did appropriate reprocess and storage steps after the last procedure. It is unknown if this device been used on a patient with foreign material. The customer follows reprocessing steps as per instructions for use (IFU). There was no delay of precleaning after the procedure. The customer could not flush water and air to the air/water (aw) channel by using aw channel cleaning adapter (mh-948) or other equipment due to aw blockage. There were no effects from other products/ reprocessing accessories/ automated endoscope reprocessors (aer)/ endoscope washer disinfector (ewd) involved on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full address name of the facility is (B)(6). The subject device was received and evaluated . The reported issue of 'a/w channel blockage" was confirmed. Device evaluation found the air/water (a/w) nozzle was blocked with foreign debris described to be a yellowish/brown color. In addition, the a-rubber and right/left knob observed to be dirty. These conditions/findings found to be attributed to handling , insufficient cleaning . Furthermore, the following defects were identified during device inspection: light guide lens has a chip. C-cover (distal end) has a dent. Suction cylinder (s-cylinder) shaved. Grip has a scratch. S-cover has a scratch. Universal cord has a dent. S-connector has a scratch. Angulation is out of specification. Angulation (play observed). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " a/w channel blockage" and requested a repair and inspection. The issue occurred during device reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. Additionally, the a-rubber (insertion section) and right/left knob found dirty. This report is being submitted due to the finding of foreign material in the nozzle, dirty a-rubber and right/left knob (handling , insufficient cleaning issue ) identified during device return evaluation .